Manufacturer narrative:
Maquet was not able to evaluate the device, and therefore cannot determine whether failed to meet its specification. Despite several attempts made to have details, the customer did not provide any information to maquet in order to conduct this investigation and determine the cause. Additionally the device was directly involved with the reported incident and was being used for treatment of patient when the event occurred. The maquet field service technician replaced the handle and returned the device to service.

Event description:
(B)(4)

Manufacturer narrative:
December 09, 2015 04:01 pm (gmt-5:00) added by (B)(6): the customer stated that he will fix the failure himself and asked maquet service to investigate. This investigation is on-going and the results will be included in a follow-up report.

Event description:
Biomed reported that the devon handle had fallen off of the surgical light in the or #1. There was no patient involvement and no injuries were reported. (B)(4).